Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
This pacemaker exhibited a large decrease in the estimated battery longevity. The device hit the elective replacement indicator after approximately four years. Data analysis confirmed the battery depletion was associated with hydrogen in the battery. This device remains in service. No adverse patient effects were reported.